Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a thr surgery, the surgeon stripped a reflection spherical head screw 35mm ((B)(4)), this occurred while using instruments inside the patient. The stripped screw was left implanted in the patient. Surgery was resumed, without any delay, using a smith and nephew back-up device. The patient was not injured as a consequence of this problem.

Manufacturer narrative:
H3. H6; the device was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error or surgical complication. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.